Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. The legal manufacturer was able to confirm that the customer's reprocessing steps were confirmed to have been practiced in accordance with (IFU)instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, the material inside the nozzle could not be identified. The foreign material residue point was confirmed to be free from deformation. The event can be detected/prevented by following the instructions for use (IFU) which state: -detection methods are written in instructions for use: pcf-260 series operation manual: chapter 3 preparation and inspection. -prevention measures are written in instructions for use: pcf-260 series reprocessing manual: chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects coming out the nozzle. There were no reports of patient involvement.